Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator generated error codes for high o2 concentration related to the o2 sensor. The issue was confirmed on site by service technician. The o2 sensor was replaced and returned for further investigation. The device passed all functional tests. Device logs were downloaded and provided for investigation. The event could not be reproduced using the replaced part in a reference unit. Evaluation of the received device logs could confirm the event and we could trace back the problem to february 19, 2021, therefore the date of event was determined as 02/19/2021 . There was also found alarms for low o2 concentration and failures indicating too sensitive signal levels inside the o2-sensor. The general problem with sensitive signal levels inside the o2-sensor has been further investigated and a correction is suggested. The o2-sensor is only measuring and will not affect the o2 concentration in an ongoing ventilation.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).